Manufacturer narrative:
(B)(4). The device was returned and evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The event history log review noted a high drain 105 alarm. The reported event was verified during evaluation of the returned homechoice log and the cause was determined to be the minimum drain volume percent setting was set too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 190% of the maximum prescribed cycle fill volume. The technical service representative (tsr) explained the alarm and went over the programming and therapy parameters. The cycle five ultra filtration (uf) was determined to be 785ml, while the previous cycles were -187ml, -217ml, 37ml and cycle one -10ml. The patient's fill volume was set to 800ml. The tsr discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.